Event description:
It was reported that the patient found needle had not deployed as intended. The patient's blood glucose (bg) values reached 97 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. Inspection of the drive mechanism did not find any damages or abnormalities that could cause the device to not deploy the needle. The downloaded data shows the device delivered 0 pulses and is in pod state 15, indicating it deactivated before it completed any priming sequences at all. Therefore, the needle did not deploy because the device was deactivated before it completed any priming sequences.